Event description:
The customer reported that an 840 ventilator turned off while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien not authorized to service the device. The customer reported to have inspected the device and could not duplicate the reported failure.